Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. D4. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # ped2-500-16 the reported device has not been received. The product was not evaluated, therefore the cause of the event could not be conclusively determined from the available information. Should the device be received for evaluation, new information shall be submitted in a follow up report.

Event description:
Medtronic received information that a pipeline flex embolization device with shield technology (ped2) failed to open at the distal and middle segment during a flow diversion procedure. The device was used to treat a patient's ruptured, saccular aneurysm located at the cavernous segment of the internal carotid artery. The aneurysm measured 20mm in max diameter with neck width of 4mm. The distal and proximal landing zone artery sizes were 4.34mm and 4.12mm respectively. Vessel tortuosity was described as severe. It was reported the device was prepared as indicated in the instruction for use. The physician felt no/minimal resistance when the ped2 was advanced through the microcatheter. During ped2 deployment, when the microcatheter was pulled back, the ped2 braid would not open past the first initial flare. It was reported the less than 50% of the ped2 braid was unsheathed. All tension was removed from the system. The ped2 was resheathed for a second deployment attempt, but it was unsuccessful to open the braid. This ped2 was retrieved from the patient along with the microcatheter. The ped2 was then examined. The braid opened at the examination. New device was used to complete the patient treatment. Post-operative imaging revealed satisfactory results. No injury reported.

Manufacturer narrative:
The reported device was received and evaluated. As received the pipeline flex device with shield technology (ped2)braid was detached from its delivery wire. Both ends of the braid were observed as fully opened, but with moderate fraying. No anomalies was found on the delivery wire. Based on the devices analysis findings, the report of failed to open at the distal and mid segment were not confirmed. Damages observed on the ped2 braid could likely be due to the patient's severe vessel tortuosity. However, the actual cause to the clinical experience could not be conclusively determined. The ped2 instruction for use states, "precautions ¿ do not use in patients in whom the angiography demonstrates the anatomy is not a ppropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis." All devices are 100% inspected for damage and irregularities during manufacture. No evidence was found to suggest that the devices failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.